Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported stroke could not be conclusively determined.

Event description:
Following an atrial fibrillation ablation procedure, the patient experienced a stroke. Following the procedure, an MRI was performed and a silent lesion was detected. Three days post procedure, the patient presented to the emergency room with aphasia and dysarthria symptoms. Conservative treatment was administered; no endovascular treatment was administered as the symptoms had resolved. The physician believed the stroke was due to inadequate irrigation flow with the introducer due to the user. No issues were noted during the procedure.